Event description:
It was reported that pump experienced malfunction alarm with code 14, and no events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience repeat of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction recurred.